Event description:
It was reported a bladder neck suspension proedure utilizing a protegen sling was performed without incident. Sometime post placement, the pt was reassessed and urethral erosion of the sling material was noted. The sling material was removed without incident. The device has been destroyed by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."